Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2017 and the implantable neurostimulator (ins) was placed deeper in the pocket.

Event description:
Additional information received indicated that since the implantable neurostimulator (ins) was placed deeper in the pocket, the patient is no longer experiencing discomfort at the ins site.

Event description:
It was reported the patient's physician states the implantable neurostimulator (ins) pocket site is protruding which is causing discomfort. The patient indicated experiencing pain at the ins site. The patient indicated the issue began after she lost 10 pounds. Surgical intervention may take place at a later date.